Event description:
Doctor implanted a 50-197-21 thread lock mandibular reconstruction plate in sept 2003 in a pt plate has broken. This is the second plate; original plate that broke was from a different MFR. Plate was replaced by doctor.